Event description:
It was reported that both device and lead were explanted due to infection. Information notes that vegetation was observed on the lead and the infection was noted to be patient issue. The hospital was retaining both device and lead. The patient condition was stable.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).